Event description:
Customer reported two rare, frozen red cell donor segments previously identified as ax subgroup of a blood type had negative results when tested with anti-a bioclone lot baa557a. No death or serious injury is associated with this event.